Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump had a minor scratched lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was not in use for a while. However, the customer found that there were three cracks on the screen of the insulin pump. Advised that the insulin pump needed to be replaced and that a replacement insulin pump would be sent. The customer's blood glucose was unknown. Nothing further reported.